Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences fully inserted through the esheath and loader. The sapien 3 valve was returned crimped on the inflation balloon. The device was returned with a kink on guidewire shaft, likely due to packaging of the device for return. The delivery system was returned locked in default position. The commander delivery system and the esheath were visually inspected. Visual inspection revealed the crimped valve on the inflation balloon with distal struts of valve approximately 2.5 inches from the delivery system nose tip. The proximal end of the thv was approximately one inch from the distal flex tip (device returned locked in default position). A crack was observed on the inflation balloon port at the y-connector. A compression was observed at the flex shaft to flex tip transition point. Gouge marks were observed on the flex tip. Sheath distal tip damage was observed. No other abnormalities were noted on the devices. Functional testing was conducted on the delivery system prior to decontamination process. The delivery system was able to be placed in valve alignment position at the warning marker with full fine adjustment function used. The crimped thv was deployed off of the inflation balloon with no leaks observed. Engineering was able to fully flex the delivery system as well. Post-decontamination, the commander delivery system was attempted to be inflated. Leakage was observed from the cracks on the y-connector inflation port. During dimensional testing, the flex tip (od) was evaluated to evaluate whether a dimensional non-conformance may have contributed to the observed events. All dimensions met specification. It was not possible to perform any measurements on the returned sheath due to its condition (fully expanded liner). Imagery provided for this reported event was reviewed. Two kinks could be observed when attempting to advance the delivery system through the sheath. The delivery system and crimped valve were then attempted to be withdrawn into the esheath without success. The valve seemed caught on the sheath distal tip, which resulted in a bent valve strut observed during engineering evaluation. During the manufacturing process, the commander delivery system, undergoes multiple 100% manufacturing and quality inspections. These inspections during the manufacturing process support that it is unlikely that a manufacturing non-conformance related to the reported complaints for the ¿delivery system ¿ tracking difficulty,¿ the ¿delivery system ¿ withdrawal difficulty-valve, through sheath,¿ and the ¿inflation, guidewire port (y-connector) ¿ cracked. Delivery system ¿ tracking difficulty the complaint for tracking difficulty was confirmed, however, no manufacturing non-conformities or IFU/labeling inadequacies were identified in the returned device. Per the cer and imaging review, the patient had severe vessel tortuosity. Severe tortuosity can result in non-optimal insertion/placement angle of the sheath into the patient as observed in the imagery provided. Compression at the flex shaft to flex tip transition point and gouge marks on flex tip suggest that the delivery system experienced difficulty advancing through the sheath and/or vasculature. In addition, imagery shows that the esheath tip was not past the aortic bifurcation, which can also contribute to tracking difficulty observed. It is likely that these patient and procedural factors contributed to the tracking difficulty reported. No corrective or preventative action is required at this time. Delivery system ¿ withdrawal difficulty-valve, through sheath the complaint for withdrawal difficulty was confirmed, however, no manufacturing non-conformities or IFU/labeling inadequacies were identified in the returned device. Withdrawal of the delivery system can be affected by patient factors such as severe patient tortuosity as vascular tortuosity can impact co-axiality of the devices (delivery system, valve, and sheath) during retrieval. Imagery provided indicates that the thv was caught on the sheath distal tip. The non-coaxiality of the sheath and thv likely caused the withdrawal difficulty reported. Therefore, the root cause of the complaint is patient (tortuosity) and procedural (non-coaxial alignment of devices) factors. No corrective or preventative action is required at this time. Inflation, guidewire port (y-connector) ¿ cracked the complaint description did not state any difficulties de-airing the delivery system during device preparation and no leaks were reported. If device was shipped from edwards with a crack on the y-connector, there would have been an observable leak at this location during preparation of the devices. Furthermore, no leakage was observed when engineering deployed the thv off of the inflation balloon. The delivery system was returned with stress lines on the y-connector and a crack on the y-connector was observed after valve deployment. The complaint was confirmed after discovery of a crack in the hub, which was likely to have been induced during the device evaluation process. It is possible that removing the stopcock from the y-connector during device evaluation induced the stress lines to crack. During manufacturing, the device undergoes multiple 100% inspections that would have caught this failure (cracked y-connector/leakage in the system) if it were present during manufacturing. The complaint for inflation, guidewire port (y-connector) ¿ cracked was confirmed, but no manufacturing non-conformities or IFU/labeling inadequacies were identified in the returned device. It is likely that the crack occurred during handling/processing after the procedure since no leakage was reported during device preparation or use. No corrective or preventative action is required at this time.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. During preliminary engineering evaluation, the delivery system was returned fully inserted into sheath and the crimped valve was on the inflation balloon with the distal struts of the valve approximately 2.5" from the delivery system distal nose tip. A slight bend was observed on the guidewire shaft due to packaging approximately 3.5" from the distal nose tip. No liner tear was observed. The device was returned locked in the default position. The proximal end of valve was approximately 1" from the distal flex tip. Flex tip compression was observed. Valve alignment was able to be performed with no abnormalities. The valve was deployed off the balloon by engineering with no leaks observed. A crack was observed on the inflation balloon port at the y-connector. Distal tip damage was observed on the sheath tip. Investigation is ongoing.

Event description:
As reported by the (B)(4) european affiliate, during the transfemoral tavr procedure, the delivery system and valve could not be pushed up the aorta (due to severe vessel tortuosity). Attempts to retrieve the valve back into the esheath were unsuccessful the valve/delivery system had to be surgically removed. The case was then converted to a transaortic approach. The 26mm sapien 3 valve was implanted with good result.